Event description:
Pt had two herniated discs in neck. Less than a year later they found out that one of the screws was broken. Then in about six months they found out that another one was broken. Pt ended up having surgery to have them repaired because they were giving them problems and one of them was coming out of the bone. When the surgery was done they found another one that was broken. That was a total of three. They were all broken in the same spot. Pt has the hardware from their neck.